Manufacturer narrative:
D10 concomitant product: 176657, 176657 endoclip ii ml 10 appli (lot #j4e3453ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic cholecystectomy, when clipping of the cystic duct and artery, one is fired properly and the others where crossed and did not closed properly. The surgeon used a second clip applier from the same lot and the same incident happened. A new clip from another brand was then used to resolve the issue. There was no patient injury.